Event description:
It was reported that the zimmer dermatome was not powering on. Customer was unable to provide any additional information related to the device issue. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 22 years old and was last returned to the manufacturer for repair on 08/11/2005. Inspection of the device displayed damage to the head and control bar. The housing and swivel were also noted to be damaged. Prior to repair, the device was within calibration specifications. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.